Event description:
Rptr writes: "I have developed a life threatening allergy to latex and all products that contain natural rubber. Upon diagnosis of this disorder I discovered that the hosp I work for neglected to hold the necessary inservices directed by the cdc, osha, and the FDA. I am not the only one affected, to date there are five of my co-workers that are in varying stages of disability. I cannot even enter the hosp for treatment because this hosp is a government hosp and the population it serves is the military community and its dependents and retirees. This hosp needs to be more than latex safe. Latex gloves started this problem and now it is a problem with all products that contain latex or natural rubber. This has impacted my entire life. I can no longer work in any capacity because I have potentially life threatening reactions when in contact w/any products containing latex or natural rubber."